Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock underwent implantation of an impella cp device for mechanical circulatory support. The complainant noted that the patient was transported to the cardiac catheterization laboratory (ccl) for st-elevation myocardial infarction (stemi) and experienced decompensation during the percutaneous coronary intervention (pci) of the right coronary artery (rca). A decision was reached to insert the impella cp device. As the patient's condition worsened, extracorporeal membrane oxygenation (ECMO) was also initiated. The pci procedure continued and was ultimately completed. Following the procedure, the patient was transferred to the intensive care unit (ICU). The patient experienced multiple episodes of decompensation while in the ICU. An echocardiogram (echo) was performed, revealing pericardial effusion that necessitated urgent pericardiocentesis. Despite these interventions, the patient continued to deteriorate, leading the family to decide to withdraw care. Subsequently, the patient passed away.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for investigation. Pericardial effusion: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.